Manufacturer narrative:
(B)(4). This complaint is reported for a leak found in the heater bag line this complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a leak found in the heater bag line, this occurred on the home choice (hc) unit during setup. The hp was not connected. The technical service representative (tsr) assisted the hp to cycle power, get the cassette out and start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.